Event description:
It was reported that the patient had their implantable neurostimulator (ins) moved from their hip to their belly on (B)(6) 2014. Everything was fine and stimulation was turned down. The patient reported they were going back to work the following week and wanted to make sure the ins was charged. She had gone to charge the ins and was getting a message on the implantable neurostimulator recharger (insr) screen. The message was determined to be the insr screen is not compatible to charge the ins. It was recommended that the patient should get a replacement insr because they should have received anew insr. It was noted the insr was at the patient¿s healthcare provider¿s office and the patient picked it up. It was further reported that the patient left the recharger at the surgery center when her end of life (eol) ins was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n295969, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-39, lot# n280026, implanted: (B)(6) 2012, product type: accessory. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37751, serial# unknown, product type: recharger. Product ID: 97714, serial# unknown, implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4). This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were complaints of oozing from the generator site. The drainage was a yellowish brown with no frank purulent drainage. It was further noted the right abdominal incision appeared clean with mild clear to yellow drainage. There was no odor/purulence/erythema/induration. The patient had a temperature of 102 but thought she had the flu. There was no draining at the back incision and it was clean and dry. The battery site was tender in the right low back/pelvis with no signs or symptoms of infection. The patient reported having spasms and weakness. The patient also reported chest pain, chest palpitations, shortness of breath, and weight loss/gain. It was further stated stimulation no longer worked and the battery site was painful; there was no new weakness. She was not using any pain medications. The patient hadn¿t used the device in several months. The patient had comp laints of constant neck pain with radiation to both arms. The patient had met with the manufacturer¿s representative (rep) who had seen the patient and was unable to check the battery or restart it because it was dead; therefore a battery replacement and changing the position of the ins to the abdomen was scheduled. It was further reported that according to the operative note a ¿spinal cord stimulator complication,¿ resulted in the implantable neurostimulator (ins) being removed and replaced with a new one. A new ins was placed in a new site and antibiotic irrigation was used for both sites. Impedances were checked and found to be intact. After the procedure motor strength and sensation were intact afterwards. It was further reported that a follow-up was scheduled for december 17th. The wound was redressed and the patient was prescribed keflex 500 mg tid for 7 days as ¿needed for pain.¿ and to follow wound care instructions. The patient was to call for worsening signs of infection. The patient¿s device was reprogrammed and analyzed. A program was added and impedances were done. Programming was discussed with the patient after analysis and reprogramming. The healthcare provider (hcp) later reported there were no problems and no issue. The patient needed reprogramming.